Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on: 05/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection showed the plunger and pushrod were observed in advanced position. Residues of viscoelastic material was observed on cartridge. The delivery was completed, and a piece of the lens came out. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Based on the analysis product quality deficiency could not be determined manufacturing records review: the manufacturing records for the preloaded lens wree reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received from this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not implanted. If explanted, give date: not applicable as lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using pcb00 32.5 diopter the plunger would not turn and would not advance. There was patient contact but there were no complications. The procedure was completed successfully with a backup lens of the same model and diopter. Reportedly, the patient is doing fine.